Event description:
The device gave a result over 900mg/dl. No treatment was based on result. During trouble shooting result could not be found in the device memory. A request was made for the return of the suspect device and replacement product was sent.